Event description:
Hill-rom technical support received a report from the account stating that the base motor drives past stop, damaging the gear rack and stopper. The lift was located in the pt room. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technical support rep performed troubleshooting over the phone with the account, asking the account to use a working lift and swap the base motor connections with the control boxes in order to see if the working unit tries to continue to run. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. The hill-rom technical support contacted the customer 2 additional times trying to obtain the resolution for this alleged issue. No response has been rec'd from the account. Based on this information, no further action is required.